Event description:
A non-healthcare professional reported that during cataract surgery with intraocular lens (iol) implant procedure, the lens did not load properly and got stuck in cartridge and when surgeon tried to take it out and reload it, it did not load properly again. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).